Event description:
Customer called to report high blood glucose. It was stated that the customer filled up the reservoir three days prior to the call and the reservoir still was showing the same amount; pump was not delivering the insulin. Troubleshooting was performed. The insulin did not exit. High blood glucose were treated with manual injections. Device was not dropped, bumped, or exposed to moisture.